Event description:
It was reported that during a laparoscopic total gastrectomy the device was used to make anastomosis between esophagus and jejunum. The firing handle could not be grasped completely as it was very hard. All deployed staples were unformed and the washer was uncut. Also, it had a difficulty in releasing the device. The doctor commented that the device had not clamped something hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.